Event description:
It was reported that the patient presented with pocket infection and experienced fever the day after the initial implant of the device. The physician explanted the entire system- pacemaker, right atrial (ra) lead and right ventricular (rv) lead due to infection. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.